Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The occlusion alarms were resolved by clearing the alarm and resuming insulin deliveries. The customer's blood glucose level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to possible causes of occlusion alarms. The customer reported that the pump would continue to be used for insulin therapy.